Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. Please note, per the amplatzer cribriform occluder instructions for use, artmt600034247 revision b, "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a multi-fenestrated septal cribriform 25 mm was selected with a 9f torqvue delivery system for implant for a patent foramen ovale (pfo) procedure. During deployment of the left disc in the left atrium, an unusual shape was observed, a domed/convex shape. One recapture was done and the device was deployed again with the same issue. The device was then removed from the patient prior to release from the delivery cable and replaced by a non-abbott device. There was no interaction with atrial structures during deployment and no angulation or kink with the delivery system there was no clinical signs or symptoms during or after the procedure. No additional information was reported.